Event description:
Additional information received from a manufacturing representative reported the lead contacts were stretched during the stage two procedure when the lead cap was pulled from the pocket. There were no patient symptoms related to the lead damage. There was no plan to revise the lead since the health care provider (hcp) was able to program the implantable neurostimulator (ins) using other contacts. The patient was receiving therapy and their parkinson's disease symptoms were controlled.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0t88n, implanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va0t88n, implanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknown_ext, product type: extension. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that during a stage two procedure, the left lead appeared damaged at the zero and one contacts. The metal contacts on the lead were sliding freely and the lead was stretched. The lead was stretched to the point were only contact two and three aligned within the extension boot. Impedances were measured to be open on contacts zero and one. Impedances of contracts two and three were measured to be within range. The lead on the right side had no damage or issues. No intervention was done and the issue was not resolved. The patient's indication for use is parkinson's disease and movement disorders. The cause of the lead damage and no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.